Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight were not available for reporting. This report if for one, unknown femoral plate. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. It is unknown if the reported plate has been removed and if so, on what date. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The subject device has been received and is undergoing investigation. The results of the investigation are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a patient that she had an osteosynthesis with plate due to a fracture of the left femur. 5 months later, she presented an iterative fracture of the left femur with fracture of the osteosynthesis material. This complaint involves one part.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.